Event description:
It was reported that while stimulation was turned on the pt experienced a shocking or jolting sensation at the lead extension connection location and stimulation was intermittent. There was no known accident or incident. The pt's status was "fair." Add'l info was requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.